Event description:
It was reported via repair work order that the left side of the fowler was bent. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted with evaluation results.

Event description:
It was reported via repair work order that the left side of the fowler was bent. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.